Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00319 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the patient underwent placement of an optease thrombectomy system. It was reported that the device subsequently malfunctioned and caused, interalia, thrombosis of the inferior vena cava. As a result of the malfunction, the patient suffered life-threatening injuries and damages requiring medical care and treatment. The patient will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and two other losses. Additional information received per the medical records indicate that the patient has a history of multiple spontaneous thromboses, several deep vein thrombi, a hypercoagulable state, two pulmonary emboli, a lung nodule, cellulitis, abcess and hypertension. According to the patient profile form (ppf) the patient has experienced fear, pain, suffering, multiple thrombosis and angioplasty procedures. It also states that there was an unsuccessful attempt to remove the filter between four years, ten months and five years, ten months post implantation. The medical records state that five years and ten months after the index procedure, the patient presented to a hospital with leg pain and swelling of his entire right leg up to the groin. The patient was also experiencing shortness of breath and bilateral chest discomfort. A computed tomography (CT) scan revealed that the patient had a stable displaced inferior vena cava filter, a stable nonocclusive eccentric thrombus and an almost occlusive thrombus within the right eternal iliac, common femoral and proximal right superficial femoral vein.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease thrombectomy system, written as reported. The information received indicated that the device malfunctioned, tilted, migrated, the filter is unable to be retrieved and there are blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient is also reported to have experienced pain, fear and angioplasty procedures. The information indicated that there was an unsuccessful attempt to remove the filter somewhere between four years -ten months and five years- ten months post implantation. The patient¿s medical history is significant for multiple spontaneous thromboses, several deep vein thrombi, a hypercoagulable state, two pulmonary emboli, a lung nodule, cellulitis and abscess of the right upper arm and forearm and hypertension. The patient¿s surgical history is notable for gastric bypass roux-en-y, ventral hernia repair, appendectomy, right shoulder and elbow surgery, tonsillectomy, bilateral hammertoe, anal fissurectomy, bilateral inguinal hernia repairs, and pilonidal cyst. Approximately five years and ten months after the index procedure, the patient presented to a hospital with leg pain and swelling of his entire right leg up to the groin for five weeks. The patient was also experiencing shortness of breath and bilateral chest discomfort. A computed tomography (CT) scan revealed that the patient had a stable displaced inferior vena cava filter, a stable nonocclusive eccentric thrombus and an almost occlusive thrombus within the right eternal iliac, common femoral and proximal right superficial femoral vein. The assessment at that time noted the recurrent dvt may reflect a rivaroxaban failure, that it was at least as likely that the event was related to non-compliance. Approximately one month later the patient underwent venography of the right popliteal, femoral, external and common iliac vein and the ivc., with successful percutaneous angioplasty of the right popliteal vein to the ivc filter and angio-jet pulse spray catheter directed thrombolysis. There were no reported complications and the summary noted re-establishment of good flow with minimal residual collateral flow. The medical notes also indicated that there was a family history of dvt and prior investigation revealed elevated factor viii level and mthfr heterozygosity. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Possible long-term complications associated with filter implantation include, but are not limited to, filter obstruction and filter migration. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter tilt, migration and retrieval difficulty could not be confirmed, and the exact cause could not be determined. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported tilt, migration, blood clots, clotting, occlusion, retrieval difficulty and embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs and varicosities. Shortness of breath, chest discomfort, anxiety, extremity edema and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.